Event description:
Baxter reported a drop on the line of the yume set which alerted the patient of a leak in the set. It is unknown whether any alarm was received. No further information regarding the incident was available and no patient injury or medical intervention was associated with this incident per the affiliate.